Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would frequently alarm upstream occlusion, particularly when staff would connect secondary tubing to the primary tubing. The staff then has to stop the pump, take out the primary tubing, put back the tubing again, and move the blue clip. Sometimes the route has to be changed, etc. There was patient involvement with this event however no patient injury was reported. This occurred in the oncology department. No additional information was provided.